Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material remaining as the reprocessing was deviated from instructions for use (IFU). The event can be prevented by following the IFU which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found in the forceps elevator, the bending section cover was also dirty. Further evaluation findings include the following: the connecting tube had coating peeling, the grip had a dent, and the angulation had play and was out of specification. Scratches were also found on the following device components: objective lens, connecting tube, scope connector cover, universal cord, right/left knob, up/down knob, suction connector, and plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the forceps elevator was improperly positioned while using the duodenovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the forceps elevator was found to have foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.